Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular high rate episodes the right atrial (ra) lead exhibited suspected undersensing. It was also reported that the right ventricular (rv) lead exhibited suspected undersensing on current electrograms (egm). The ra and rv leads remain in use no patient complications have been reported as a result of this event.